Event description:
Extension tubing with connector would not work and could not be moved at all. This caused blood and IV fluid to leak at IV junction. When the tubing was removed and replaced much leakage and splashing of blood occurred at IV site, on pt and nurse. An extension tubing from the same lot worked fine.